Event description:
An end user called and reported that the wheelchair having problems with going up an incline and the carpet. The end user also reported brakes are locking up. Reportedly these issues were repaired; however, is ongoing. No injury,

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m61r, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter has been contacted for additional information on this incident. Having issues with going up an incline and on the carpet. Currently working with her dealer on resolving the issue. Does not occur everyday. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.